Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm, and standby mode entered unexpectedly. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, investigation conclusions). The pump stayed in standby for about 73 minutes with no alarms reportedly heard, though the log showed gas loss alarms. The catheter was placed axillary, and esp reviewed off label use, alarm behaviour, and performance issues related to that site. The customer expressed frustration and asked about legality; esp clarified axillary use is non approved. During the call, an augmentation alarm occurred, and esp reviewed causes of low augmentation. The pump was removed for service, and the customer appreciated the support.